Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Limited information has been received on the event. No further information will be made available to the manufacturer and the device will not be returned. As of this time the root cause can not be determined. Not available for return.

Event description:
On (B)(6) 2017 a carbomedics top hat mechanical heart valve size 23 was implanted. The patient was then re-operated in the same month due to endocarditis, and the device was explanted. A biological valve was then implanted (type unknown). The patient still presented with problems and passed away on (B)(6) 2017.

Manufacturer narrative:
Limited information is known to date, the manufacturer is in the process of obtaining further information from the physician. Not yet determined if device available.

Event description:
The manufacturer was notified on july 21st 2017 of the following event: in (B)(6) 2017 a carbomedics top hat mechanical heart valve size 23 was implanted. The patient was then re-operated in the same month due to endocarditis, and the device was explanted. A biological valve was then implanted (type unknown). The patient still presented with problems and passed away (date unknown).